Event description:
Same case as 6000089-2005-00405, 00407, 6000093-2005-337, 00338. Three hours post a coronary drug eluting stenting treatment procedure, a thrombosis occurred followed by another thrombosis three days later. The patient was scheduled for an angiogram in 2005. The lesions, located in the (left anterior descending artery) lad and (right coronary artery) rca, were both severely calcified and moderately tortuous. The lad was 95% stenosed and the rca was 80% stenosed. The lad was not predilated. The physician placed a taxus express2 2.75x12mm drug eluting stent in the proximal lad and a taxus express2 2.5x24mm drug eluting stent in the mid lad. The stent balloons were inflated to 10 atm's for 15 seconds. The rca was predilated with a 2.0x15mm maverick balloon to 8 atm's for 18 seconds and 14 atm's for 15 seconds. The physician then placed a taxus express2 2.75x12mm drug eluting stent in the distal rca and a taxus express2 2.5x16mm drug eluting stent in the proximal rca. The stent balloons were inflated to 18 atm's for 10 seconds. None of the stents were post-dilated. The patient received bivalrudin, intra coronary nitroglycerin and clopidogrel during the procedure. The procedure was completed with good results. About three hours post implant the patient began to develop chest pain with EKG changes. The patient was brought back to the cath lab. The lad and posterior descending artery (pda) were found to be occluded. A taxus express2 2.75x24mm drug eluting stent was placed in the proximal lad without predilating. The pda was reopened by angioplasty wiht a 2.5x9mm maverick balloon. The patient received integrilin and heparin during this reintervention. At the end of the procedure the patient still had chest pain that rated a "3" on a 0-10 scale. The patient was discharged home the following day. The patient was prescribed 75 mg plavix and was reported to be complaint. The patient returned 3 days later with complaints of chest pain and was again brought back to the cath lab. The pda and lad were found to be occluded. The occlusions were opened up using a 2.5x15mm maverick balloon inflated to 10 atm's for 10 seconds and 4 atm's for 19. It was reported at the end of the procedure, the patient was in cardiogenic shock status post cardiac arrest. A hematology study was done which was found to be non-contributory. It was determined the patient has a metal allergy as patient can't wear jewelry. It is the physician's opinion that this event is related to the stent. The patient was discharged home four days later. No further patient complications were reported.